Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received no delivery alarms on the insulin pump during priming. Customer's blood glucose was 490 mg/dl. Customer was able to treat with the insulin pump, following a set change. It was not possible to troubleshoot the issue, as it had occurred in the past. Nothing further reported.